Event description:
During the pulsed field ablation procedure for atrial fibrillation with workmate claris and a non-abbott (farawave) catheter, the claris was started up as usual, and when applying pulse with the farawave catheter, ¿no signal¿ was displayed on the screen and the waveform was not displayed for about 30 seconds to 1 minute, which occurred about 4 times throughout the procedure. Waiting for the waveform to be displayed or power cycling the amplifier and dws four times each resolved the issue, but it occurred frequently. In addition, the catheter pins were not connected directly to claris cim, but via the non-abbott (carto piu) system. The procedure was completed without replacing the claris and there were no adverse consequences to the patient.

Manufacturer narrative:
Additional information: g3, h2, h3, h6. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. No non-conformances associated with the reported event were identified. Based on the information received by abbott, the cause of the reported signal issue and subsequent delay remains unknown.